Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a mildly tortuous, heavily calcified, proximal circumflex (pcx) artery stenting procedure, a vision stent delivery system (sds) was advanced meeting resistance with the patients calcifications and would not cross the lesion. While removing the vision sds from the calcifications, the stent dislodged in the pcx artery. An attempt was made to pass an unspecified balloon through the stent to remove it and an unspecified guide wire around the stent to remove it, but neither was successful. The procedure was abandoned and the stent continues to be securely stuck in the patients calcifications. The patient remained stable throughout the procedure. There was no clinically significant delay in the procedure or no adverse patient sequela reported. There was no additional information provided.